Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Race and ethnicity: caucasian, not hispanic or latino. Admitting diagnosis: acute hypoxic respiratory failure secondary to right lower lobe pneumonia.

Event description:
It was reported that there was an over infusion of amiodarone. Amiodarone was programmed to run for 7 hours but completed in 3.5 hours. The patient had arrhythmias due to the event. The event occurred in the intensive care unit (ICU). The customer would like to know what caused the overinfusion and if it is a pump or user error. The customer would also like to know if the nurse used the library or program outside of guardrails.

Event description:
It was reported that there was an over infusion of amiodarone. Amiodarone was programmed to run for 7 hours but completed in 3.5 hours. The patient had arrhythmias due to the event. The event occurred in the intensive care unit (ICU). The customer would like to know what caused the overinfusion and if it is a pump or user error. The customer would also like to know if the nurse used the library or program outside of guardrails.

Manufacturer narrative:
Additional information: d10 investigation conclusion: the customer reported event that an infusion of amiodarone was programmed to run for 7 hours but completed in 3.5 hours could not be confirmed or replicated during this investigation. Log review confirms that on (B)(6) 2020 at 11:14:51 am the amiodarone (drug ID 38) was selected from the guardrails drugs and programmed with the rate of 33.3 ml/h and the vtbi of 250 ml. The calculated duration for this continuous infusion was 7 hour 30 minutes. At 2:03:32 pm the pump module alarmed for air in line then channeled off, then the pcu was powered off. At 2:21:43 pm customer powered on the pcu and the continuous programmed infusion was restored with the rate of 33.3 ml/h and the vtbi of 156.81 ml. The pump alarmed for air in line three times and the customer channeled off the pump module, then powered off the pcu. At 2:27:17 pm, the customer powered on the pcu and the continuous programmed infusion was restored with the rate of 33.3 ml/h and the vtbi of 155.831 ml. The calculated duration for this continuous infusion was 4 hours 39 minutes. At 5:47:48 pm, the pump module was channeled off. The total volume infused during this time period was recorded to be 205.169 ml. Device inspection: the inspection process performed on pump module (sn (B)(6)) found that the door latch assembly, door cover, and the pivot latch screw were third party parts manufactured by an unknown manufacturer. Pivot latch screw was observed to be backing out of the door latch assembly. The installed door latch was observed to be loose which results in the sear not properly aligning with the safety clamp fitment when the pump module door is closed. Other than the third party door latch, latch torsion spring, and the pivot latch screw, all other parts were found to be bd parts. The disposable tubing was not provided for investigation. Root cause analysis: the root cause for the customer reported event that an infusion of amiodarone was programmed to run for 7 hours but completed in 3.5 hours was not definitively identified during this investigation. The root cause of the pivot latch screw backing out of the door latch assembly was not definitively determined. Previous investigations have shown that unregulated flow condition can occur as a result of the pivot latch screw. However, there is no evidence to suggest that this occurred as there was no module attached to the right of the device in question therefore there would be no module for the latch to get hung up on. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 24apr2008. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.